Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2022, it was reported that the patient's infusion set's tubing had detached at the quick release/ site connector. She noticed it while she was bolusing. The patient stated that she was out, realized that her tubing had come detached and it looked like somebody cut it with a pair of scissors. The site location was left side of her abdomen and the pump was located more on the right side. The infusion set had been used for two days. The infusion sets were stored in a cupboard at room temperature. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. Currently, her blood glucose level was 137 mg/dl. No further information available.

Event description:
On 08-jul-2022: follow up information was submitted to update the awareness date. Moreover, the result of complaint investigation of returned used device (1 tubing) showed that the tubing was damage (cut). Based on the result: medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in the united states. On 12-may-2022, it was reported that the patient's infusion set's tubing had detached at the quick release/ site connector. She noticed it while she was bolusing. The patient stated that she was out, realized that her tubing had come detached and it looked like somebody cut it with a pair of scissors. The site location was left side of her abdomen and the pump was located more on the right side. The infusion set had been used for two days. The infusion sets were stored in a cupboard at room temperature. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. Currently, her blood glucose level was 137 mg/dl. No further information available.